Event description:
It was reported that the actual residual volume (26 ml) was greater than the expected residual volume (6ml). It was unknown if those were the correct volumes but it was known that the discrepancy was significant. The pump had been replaced about a month prior. The patient was feeling like she was getting no relief, she was in pain; a catheter dye study revealed the catheter was not patent. The entire catheter was replaced and the patient was doing well.

Event description:
The pump was delivering fentanyl.

Manufacturer narrative:
Implanted: (B)(6) 2002 explanted: (B)(6) 2012; product typ catheter product ID 8578 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: (B)(6) 2012; product typ accessory. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. The catheter was not returned to the manufacturer.

Manufacturer narrative:
(B)(4).